Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 90% stenosis. The 3.5x38 mm xience skypoint stent was implanted in the proximal lad and an instantaneous wave-free ratio (ifr) guide wire was used to protect the diagonal branch. The 3.0x23 mm xience skypoint stent was implanted to overlap the first xience skypoint. After post-dilatation, the ifr guide wire was attempted to be removed but there was resistance. After a series of efforts, the guide wire was pulled out but it also pulled out the previously implanted stents. Intravascular ultrasound (ivus) was performed and a new 3.5x38 mm and 3.0x38 mm xience skypoint stent were implanted in overlapping fashion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, a device damaged by another device may be attributed to several factors including, but are not limited to, lesion inadequately predilated, lesion selection (not treating the distal lesion first), interaction between accessory devices or previously implanted stents. Factors that can contribute to difficult to remove include, but are not limited to, anatomical conditions, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible that the guide wire may have interacted with the previously implanted stent while attempting to overlap and deploy the xience skypoint 3.00 x 23 mm, causing the reported device damaged by another device, ultimately contributing to the reported difficulty removing the guide wire, as resistance was noted; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device returning from yes to no.